Manufacturer narrative:
The reported complaint of the autopulse platform (sn: (B)(4)) displayed "system error, out of service, revert to manual CPR" error message was confirmed during initial functional testing. The root cause of the error message was due to a defective processor board, likely attributed to normal wear and tear of the platform. The autopulse platform was manufactured in october 2004 and is more than 16 years old, well beyond the expected service life of 5 years. Unrelated to the reported complaint, a damaged top cover and the encoder cover were observed on the returned autopulse platform during visual inspection. This type of physical damage found during visual inspection is due to mishandling or normal wear and tear for the life of the device. The damaged top cover and the encoder cover needs to be replaced to remedy this issue. Unable to communicate with the device and download device data from the archive due to defective processor board, thus confirming the reported complaint. During the initial functional test, the platform displayed a "system error, out of service, revert to manual CPR" error message during power on, thus confirming the reported complaint. To remedy the error message, the defective processor board needs to be replaced. Last autopulse 1.1 was manufactured in 2009. As of july 2016, zoll announced the end of life for the autopulse 1.1. Many important components used in ap1.1 are no longer available further restricting our ability to service. The platform will be returned to the customer without the repair and it will have a label state "not for clinical use". Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number: (B)(4).

Event description:
As reported, the autopulse platform (sn: (B)(4)) displayed a "system error, out of service, revert to manual CPR," error message. To troubleshoot, the customer exchanged the lifeband and replaced the battery, but the issue was not resolved. Patient use is unknown.